Manufacturer narrative:
H3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when setting up for a case with the imaging system, the application was displaying a geometry error. The senior case specialist (scs) verified that everything was properly connected. The scs replaced the system with another navigation system and did not receive any geometry errors and used this system for the case. After the case, the scs went back to test the original system and was no longer receiving the geometry errors. There was no patient involvement reported. Additional information was received. It was reported that the system was functioning as intended. It received a spin from the imaging system and tracked accurately. The clinical consultant (cc) said that he was confident in bringing this system into a case. He concluded that this must have been a one-off, but the important part was that the issue has now been tracked.